Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b4, b5, g4, g7, h2, h6, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth: unknown month and day in 1967. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00347, 0001822565-2020-00350, 0001822565-2020-00357.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.